Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did clip not close on tissue (unformed or partially formed clip)? Partially formed clip did clip fall off of tissue after applied? My doctor used another tool to pull out.(grasper, dissector). Was there any patient consequence? No because my doctor open new clip.

Manufacturer narrative:
(B)(4). The er420 device was received in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be in good condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip would not bite. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.